Event description:
The customer reported that during a micro discectomy (spine) procedure, the pt's left upper arm was burned where it came into contact with the table. The degree of burn is unk, but the area was reported to be charred. A covidien (B)(6) pt return electrode and a covidien pencil were in use with a conmed generator.

Manufacturer narrative:
(B)(4). The customer reported the incident sample is not being returned for eval. If add'l info pertinent to the incident is obtained a follow-up report will be submitted.